Manufacturer narrative:
H10: the authorized service provider (asp) evaluated the device and could not duplicate the reported problem. Since the occurrence history of "check vent: backup alarm failed" (1104) was observed on the event log, the cpu printed circuit board assembly (pcba) board was replaced as a preventative recurrence. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the device was getting a "check vent: backup alarm failed" alarm message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.